Event description:
Boston scientific received information from a journal article of a study that compared clinical outcome, pacing parameters, and long term survival in patients receiving vdd or ddd pacemakers for symptomatic atrioventricular (av) block. Single-lead vdd and ddd devices were implanted in 420 successive patients with isolated av block between (b)(6 2001 and (b)(6 2009. The devices were used from several different manufacturers, including boston scientific. At the end of the follow-up period, there was no difference in the incidence of atrial fibrillation, myocardial infarction, or dilated cardiomyopathy. The leads used in this study were not listed as being manufactured by boston scientific. During the course of the study, pocket or lead infections occurred in 0.8% of the ddd device group. Poor p-wave amplitudes were observed in 19.1% of the vdd devices and 1.6% of the ddd devices. It was also reported that 7.1% of the vdd patients and 0.4% of the ddd patients had been switched to vvir pacing mode due to p-wave undersensing and av dissociation. No additional adverse patient effects were reported. No specific model and serial number information for any of the involved devices were provided in the article.

Manufacturer narrative:
Additional information was reported from the author of the journal article that no insignia I ultra dr devices were involved with the complications discussed in the article. No specific model and serial number information was still not provided. No further information is available. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Reference: marchandise s, scavee c, le polain de waroux jb, de meester c, vanoverschelde jl, debbas n. Long-term follow-up of ddd and vdd pacing: a prospective non-randomized single-centre comparison of patients with symptomatic atrioventricular block. Europace. 2011